Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues with charging the pump battery. Blood glucose was not impacted. Multiple attempts were made to follow up with the customer regarding an alternate method of insulin therapy; however, no response from the customer was received.